Event description:
Doctor reported that a file separated in the canal during a procedure. It was recommended that the canal be filled will the separated piece in place, though outcome of the event is not known as of this report.